Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) implant procedure on (B)(6) 2023. While interrogating the ICD before implant, it was noted that there was premature battery depletion. The anomalous ICD was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.